Manufacturer narrative:
Results: eight samples were returned. There were visually inspected with no defects observed. Cannula removal forces were performed with the following results: sample 1 = 11.5 lbs. Sample 2 = 5.1 lbs. Sample 3 = 5.4 lbs. Sample 4 = 14.5 lbs. Sample 5 = 14.4 lbs. Sample 6 = 12.3 lbs. Sample 7 = 15.7 lbs. Sample 8 = 16.7 lbs. The cannula were visually inspected a second time after removal. On three of the samples the cannula pulled out of the epoxy, but the epoxy remained firmly attached to the hub. On samples 2 and 3, there were gaps in the epoxy run-down in the hub ID. The DHR review and the samples were all within specification. No defects were observed. Conclusion: bd was unable to confirm the customer¿s indicated failure mode. An absolute root cause for this incident cannot be determined. UDI# (B)(4).

Event description:
It was reported that the consumer has had two 30 g x 1 in. Bd precisionglide¿ specialty use sterile hypodermic needles separate from the plastic hub. There was no report of injury or medical intervention.